Event description:
The customer reported the device turns off during measurement. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was investigated. A 10 beep watchdog was triggered at power up which prevents measurements from being obtained, and the screen goes dark. The device does not power off. The watchdog error is due to out of range voltage on a component on the instrument board.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported the device turns off during measurement. No patient impact or consequences were reported.